Manufacturer narrative:
Spinal tumor. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: number of patients- 08; gender- male ( male:06, female: 02), age ( at the time of procedure): (B)(6) years, weight (in kgs): (B)(6), height ( in cms): 174 pre-operative diagnosis: cervical deformity ( 8 patient) it was reported in the clinical titled "clinical outcomes and safety of venture with minimum 24 months follow up" that 8 patients diagnosed with spinal deformity from (B)(6) 2013 to (B)(6) 2016.